Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was inserted, and grasping was performed. However, resistance was encountered while coming up toward the valve, and the clip become caught in chordae. Troubleshooting was performed to free the clip from the chordae, and the clip was able to be removed. However, after retracting the clip back into the atrium, a cord was observed to be flickering into the atrium. It was determined that a small chordae rupture occurred. The clip was deployed on both leaflets, and the tr was reduced to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove from anatomy (clip caught on chordae) and migration associated to partial clip movement (clip shifted). The reported patient effect of tissue injury appears to be due to the clip caught on chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the patient presented with secondary tricuspid regurgitation (tr). The triclip xtw was implanted on both leaflets. In the physician's opinion, there was a good grasp on both leaflets. However, after deploying the clip, the clip had shifted. At that moment, it was determined that the clip had likely grasped very little leaflet or chordae with the leaflet.